Manufacturer narrative:
The returned device was evaluated and it was found to have an 0x40 alarm sounded by the pod, indicating that the rotational sensor maximum open count was exceeded. Timeouts and a drive stall were noted during second prime in conjunction with the alarm. Upon opening the pod, it was confirmed that the ratchet gear was not in position to release the release bar, though it was close. A root cause for the event could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The patient reports while wearing the pod for less than an hour the cannula did not deploy and discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation.